Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post procedural perforation did not occur. Site confirmed that it was a data entry error.

Event description:
(B)(4) clinical study. It was reported that post procedural perforation occurred. In (B)(6) 2014, the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with direct placement of a 4.00 x 12 mm promus premier¿ stent, resulting to 0% residual stenosis. Post procedure, perforation was noted. One day post procedure, the patient was discharged with aspirin and a p2y12 antagonist.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).